Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 was not pairing with the ilet device. Further investigation determined that the sensor had been paired with the dexcom application rather than the ilet. Assistance was provided to start a new sensor on the ilet, after which pairing was successful and glucose readings were available. Blood glucose was reported to be 3320 mg/dl, and it was stated that the prior sensor reading had expired approximately four hours before pairing the new sensor. It was believed that the disconnected sensor contributed to the elevated blood glucose. Monitoring was planned now that the sensor was connected, allowing the ilet to correct, with follow-up planned if issues persisted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.